Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it takes the pt hours to charge the ins. Rep said she has been charging with excellent coupling for 20 minutes and the charge has not increased at all. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep called back and reported the patient is still having issues recharging past 30-40%. Caller conferenced patient on the line and per patient was getting messages while recharging, but did not know screen library number or what the message was. The patient reports charging ins for about one hour w/ excellent coupling. Repair suggested putting recharger in passive recharge to assess the coupling and did not believe new equipment should be responding this way. Did not perform troubleshooting w/ patient much. The patient does allow controller to sleep when recharging, and she did indicate excellent coupling when starting the recharge process, but does lay down. A controller was sent. Additional information was received. It was reported the manufacturer representative called back and reported the patient is still having issues recharging past 30-40%. Rep said the replacement rtm and pt controller did not resolve the issue. Technical services (ts) opened case to send email request to repair for replacement battery pack. Additional information was received. It was reported that the patient (pt) saw the rm05 message on controller. No symptoms were reported. It was reported that the pt was recharging the implantable neurostimulator (ins) for the 20-25 minutes and the charge level was still in the red. No symptoms were reported. It was reported that the patient noticed the ins usually stopped charging around 40% and wouldn't go any higher. It was reported that the dates appeared to be incorrect; the rep noted they updated date/time with tablet last time they saw the patient. The pt also experienced short charging sessions with recharging quality ranging from none to excellent. The rep confirmed they could feel the ins and it was superficial. The pt stated there was little to no recharging happening. Additional coaching was provided. No symptoms were reported. No new information

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported the cause of the difficulties charging/inability to fully charge was that the patient didn't have a good enough connection for long enough. They met with the patient on (B)(6) 2022 and held the recharger to get them charged up to 60%, and changed their programming for the ability to go longer in between charges. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient stating they are still having issues with not being able to recharge their ins to full capacity. Pt added since implant installation on (B)(6) 2022 the ins has only been on / working for maybe 2 weeks. Pt said they have not been able to get ins to recharge properly. Pt mentioned all external components (controller / rtm) except li battery pack being replaced. Pt described sitting with recharging paddle on their back for two hours but only getting ins battery recharged 70% during that time; pt claimed they have never been able to get ins to 100%. Pt also said the ins should last 3+ days before needing to be recharged but they are lucky to go only a day before recharging. Pt mentioned meeting with reps who are able to recharge ins 100%. Pt said there is no issue with getting rtm to connect with recharge excellent and they use the recharging belt (but they have also tried not using belt). Pt did start a recharge session with excellent during call with current battery levels as ins 0% (pt sa ID they had not charged it "in ever") & ins 70%. Pss advised pt to remain in same position without changing when excellent is reached for duration of recharge session, trying positioning antenna with a solid portion of paddle over implant versus cutout ring, to leave controller in idle state without checking often in order to achieve better recharge quality / quantity and to try to keep component batteries healthy by not letting them fall below 50%. Pss redirected caller back to rep if today's assistance did not resolve issue. Pt remarked that if this did not fix problem they were going to request the ins to be removed.